Event description:
On (B) (6) 2009 the pt went through withdrawal and heard the pump critical alarm. Device interrogation revealed a motor stall with no recovery in the pump event logs. The hcp was considering disabling the pump. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4).